Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer initially experienced issues loading a new cartridge but succeeded after a second attempt. The customer was then able to complete the loading process and resume insulin delivery.